Event description:
Surgical intervention is no longer planned; therefore, the potential for serious injury is not present.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing pain at the ipg site. In turn, surgical intervention may be pending to address the issue.